Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. .performed voltage test and passed. Performed pairing test and passed. Performed transmitter functional test and passed. .performed share log review and no data was found. The customer's complaint was confirmed because there was an indication of loss of connection in the bin file.the reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.